Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack and ps1 connector were evaluated and were in need of replacement. The customer did not call back to proceed with repairs. No conclusion can be drawn at this time.

Event description:
The customer reported that the system displayed a communication failure error and would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.